Event description:
In 2009, the pt reported experiencing unexplainable elevated blood glucose of 17-20 mmol/l (306-360 mg/dl) during the past year. His normal blood glucose level is 5-9 mmol/l (90-162 mg/dl). He is able to reduce his blood glucose by bolusing. He stated that he does not check for confirmation beeps or vibrations after he programs a bolus. He stated that most of the time he does watch the display of the infusion device as he bolused although he also sometimes boluses through his clothing. The buttons of the infusion device were working properly at the time of this report. The pt's blood glucose was within his normal range at the time of the report. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.